Manufacturer narrative:
E1 (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in saudi arabia. It was reported that the patient faced bent cannula event on causing hyperglycemia. The blood glucose level of the patient was treated by pump. The infusion set was used for one hour.